Event description:
It was reported that during original surgery to implant a new inflatable penile prosthesis (ipp), cx preconnect was attempted due to malfunction. Procedure was completed with a new preconnect component. Additional information was received. Device had deflation issues. No adverse patient effects.